Event description:
The machine was turned on and passed the initial check; however, when the patient was positioned on the table; the device would not power up. The case was terminated, and there was no patient harm. The report from the vendor revealed they found a defective pulse transformer, bleed down resister, and also a defective drive power electronic pcb. All issues were repaired, and an overall system operation check was completed. The device was returned to service.